Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user eventually lowered the laser power, and let off the foot pedal once the blue pixels were witnessed. It was noted that the physician performed a biopsy prior to the ablation procedure and flushed it with a solution. There were no patient complications reported in relation to this event.